Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced infection at abutment site and experienced a loss of osseointegration (date not reported). The implanted device remains.

Manufacturer narrative:
Correction: there was no loss of osseointegration as previously reported. The implanted device remains. (B)(4).

Manufacturer narrative:
It was reported the patient's infections was treated with antibiotics (date and type not reported). The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Known medical complications. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and this event is added to this monitoring. (B)(4).